Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The strong fibrotic target lesion was located in the left anterior descending (lad) artery. The taxus liberte 2.75x16 stent delivery system (sds) was advanced but could not cross the lesion. The physician used another of the same device to complete the procedure. The patient's current condition is listed as "stable". However, the returned product analysis of the taxus stent revealed stent damage.

Manufacturer narrative:
(B)(4)- visual and microscopic examination of the returned stent delivery system revealed distal stent damage. Struts on stent row 1 from the distal edge were slightly flared. No kinks or damage were noticed along the shaft of the device. Further examination of the balloon and tip section found no damage that would have contributed to the event. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. Solidified blood was present within the entire length of the inflation lumen, indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)